Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the unspecified bd connecta there was foreign matter fluid pathway. The following information was provided by the initial reporter. The customer stated: there were "black spots in the connecta."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the unspecified bd connecta there was foreign matter fluid pathway. The following information was provided by the initial reporter. The customer stated: there were "black spots in the connecta."